Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve (serial: (B)(6) ) was chosen for implantation utilizing a large flexnav delivery system (lot: 9138842). After two positioning attempts, the valve remained under expanded on the left coronary cusp side leaving a gap. The device was removed and a replacement non-abbott valve was used to complete the procedure. There was reportedly a delay that resulted in no patient effects. There were no patient consequences.

Manufacturer narrative:
This will be downgraded to a non-reportable user concern. This was considered a mis-sizing with no device malfunction or patient effects.

Event description:
Subsequent to the previously filed report, additional information was received: the native annulus was measured at 80.4mm perimeter via CT and angiography. The valve chosen was mis-sized as per instructions for use, this perimeter measurement calls for a 29mm navitor. There was no other product experience with the valve other than the mis-sizing.